Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. Customer service agreed to replace the pump, confirmed that it was still under warranty, and ensured the customer knew how to put the pump into storage mode before return. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and acknowledged instructions to return the malfunctioning pump using a prepaid label within 10 days.